Event description:
It was reported that biomed had a arctic sun device with an alarm 77 (non-recoverable system error). It would be coming in for service. Per follow up information received via task on 10oct2024, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t4. The device was evaluated upon receipt. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device with an alarm 77 (non-recoverable system error). It would be coming in for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.